Event description:
A customer contacted beckman coulter inc. (Bec) reporting that their level 2 control was very low in the unicel dxc 800 pro synchron chemistry analyzer. The customer recalibrated and the controls were fine; problem returned a few hours later. Customer also reported "initial rate high" errors. The customer changed the reagent and checked the stirrer. The customer indicated that the control was filling / draining improperly. When service was dispatched the field service engineer (fse) discovered a leak from the glucose preheater. No injury or operator exposure was reported for this event

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 and replaced the tubing in the glucose preheater. The fse proactively replaced the tricontinent syringe and primed the glucose module. The fse also replaced and calibrated the glucose accusense sensor. The fse returned onsite again on (B)(4) 2011 and replaced the glucose module, reagent lines, cap and straw. The fse performed the necessary alignments and adjustments. A 20 point precision run was also done by the fse using synchron levels 1 and 3; all results were within acceptable limits. Repairs were verified per established procedures prior to returning the instrument into service. (B)(4).